Event description:
Hfov circuit was not staying together and was frequently coming apart. This site of the disconnection was at the t piece between the red and green valves. Circuit humidified water was leaking and map's unable to stay as set due to loose connection. Hfov vent and circuit were switched to a new one. Defective circuit was taken to biomed.biomed analysis revealed the control cap popped off during installation. In addition, the tee adapter between dumb cap/diaphragm housing and control cap/diaphragm housing popped off during circuit install. No stress placed on the area during install